Event description:
Customer informed us on (B)(6) that one of our products was involved in a case in which the patient sustained a laceration.

Manufacturer narrative:
It is not assumed that the change in the torque screw's pin force over time contributed to the slippage described. Furthermore, this deviation could not have gone undetected during the annual maintenance specified in the IFU. The customer will be advised of the need to adhere to the specified maintenance cycle in further correspondence regarding this case. From our experience, the pinning technique can contribute to a loss of clamping force and/or slippages. In this context, we refer to the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."